Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
In a lawsuit complaint, it was reported by teleflex legal counsel that an adverse event occurred regarding a patient who underwent a diagnostic laparoscopy and a diagnostic hysteroscopy. During said procedures, the patient stated that the use of the rusch endotracheal tube, cuffed 7.0, resulted in severe injuries including but not limited to damage to her vocal cords and resulting in further medical complications and injuries. Current patient condition is unknown at time of report.